Event description:
An end user called in to report a red rash under the hydrocolloid tape collar at the distal end of his wafer. The end user stated he has been experiencing itching under the tape collar at the proximal and distal ends of the wafer for approximately 1 month.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user has used coloplast brava strips around his skin barrier in the past, uses reliamed adhesive remover, 3m no sting skin protectant to his peristomal skin. The end user also stated he cleanses his peristomal skin with antibacterial soap. The end user was educated regarding crusting with stomahesive powder and the use of skin protective barrier wipes or spray. The event 'itchy, red, skin rash' under the product is deemed serious. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.